Event description:
Further info obtained on 08/25/1999. During the initial investigation, the customer contact would not share any specific details related to the event. After the autopsy report was received by user facility, the customer contact did divulge details. According to the customer contact, the autopsy determined cause of death to be "pulmonary congestion due to polypharmacy." "After the pt expired, the hospital staff discovered that he had a brought a bagful of drugs with him into the hospital." The customer contract declined to go into any more specific detail. The customer contact stated that "the pt had not received any morphine since 2230 hours 04/06/1999" and the pt expired on 04/07/1999 at 0220 hours. The customer contact would not confirm whether the morphine had been discontinued per physician order or whether the pt was receiving morphine through a pca bolus only program and had not requested any pca bolus deliveries since 2230 hour 04/06/99.